Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications nor injuries were reported, and the patient was in good condition post procedure.